Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited adhesive around objective lens peeled. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h8. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 02 years since the subject device was manufactured. Based on the results of the investigation, it is likely the malfunction occurred due to stress of repeated use, external factors or handling of the device. However, a definite root cause that led to the malfunction could not be identified. The instruction manual states the inspection method associated with the event in instructions for ltf-s300-10-3d, operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope. Olympus will continue to monitor field performance for this device.